Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693558 implantable tachy lead, (B)(6) 2010; 4195 implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
An event was reported under the block hf clinical study where the marker channel appears to show noise related to atrial lead connection during the implant. The lead remains in use. No patient complications have been reported as a result of this event.